Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november-6th. H.6 investigation summary: catalog: 442021. Batch no.: 3138057. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
Report 2 of 2. It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: patient #2. The bactec alarmed that there was a positive vial. The evening tech performed a gram stain & ran a biofire panel because she thought she saw bacteria. The biofire was positive for c.tropicalis only. The results were called to the nurse. Our integrated lab called to say they were not seeing or growing yeast. I reexamined the gram stain slide & did not see bacteria or yeast. A corrected report was made & the nurse notified. The culture was no growth after 5 days.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: patient #2. The bactec alarmed that there was a positive vial. The evening tech performed a gram stain & ran a biofire panel because she thought she saw bacteria. The biofire was positive for c.tropicalis only. The results were called to the nurse. Our integrated lab called to say they were not seeing or growing yeast. I reexamined the gram stain slide & did not see bacteria or yeast. A corrected report was made & the nurse notified. The culture was no growth after 5 days.